Event description:
It was reported that during a prostatectomy procedure, the first device used, did not work at all. The second, worked during 2 hours and then stopped working suddenly. Another device was used. There was no patient consequence.

Manufacturer narrative:
Date sent:07/25/2007. Blade cracked due to activation without tissue.two devices were returned for analysis. Device a analysis results found that when attempting to activate the device on a gen04, gave an error code 5. Visual examination found an area of the blade that was discolored due to heat generated from contact between the blade and tissue pad. Further analysis found a crack propagating from the heat- affected area of the blade. This failure is caused due to activation of the device while clamped without tissue being present. Device b was returned with the blade gouged and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The device was tested with a generator and an error code 5 was noted. The manufacturing records were reviewed and no anomalies were found during the manufacturing process. Device b: additional information: batch # d9df34.